Event description:
It was reported that the stem of hip came loose, stem was revised.

Manufacturer narrative:
Results of investigation: it was reported that a hip stem came loose. The stem complained about is a polarstem stem std. Ti/ha size 4 [article no. 75100467] and was implanted with a oxinium head [article no. 7134320c]. No medical documents were received for investigation. Therefore no medical assessment can be performed. Should clinical documentation become available, the clinical/medical investigation may be re-evaluated. Aseptic loosening or a development of an osteolysis is a known possible side effect of joint replacement surgeries and is described in the IFU hip 12.23. The reported batch number b1610095 does not exist, the number was corrected. Due to the DHR/batch record with correct batch number b1610098, no deviations according to specification were found. For the corrected batch number no other complaint exists. The article complained about was not send back, a product evaluation could not have been done. The root cause remains undetermined and further investigations are not planned at that time.

Event description:
It was reported that the stem of the hip came loose and was revised. No additional information was made available.